Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to improper device placement.

Manufacturer narrative:
Additional device information: gore® excluder® iliac branch endoprosthesis ceb231410; gore® excluder® aaa endoprosthesis rlt281412. A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2015 a patient was treated for a common iliac aneurysm with gore® excluder® iliac branch endoprostheses and gore® excluder® aaa endoprostheses. The iliac branch component and the trunk ipsilateral leg endoprosthesis were deployed successfully. The distance between the contralateral gate of the trunk-ipsilateral leg endoprosthesis and the proximal end of the iliac branch component was measured to be 10.5cm. A contralateral leg endoprosthesis plc271200 was selected to bridge the iliac branch component to the contralateral gate of the trunk-ipsilateral leg endoprosthesis. Since the plc271200 was somewhat long, it was pushed proximally to make it fit. Do to issues with the c-arm, images were displayed at lower than usual intensity, making it difficult to see where the stent had already deployed. When it appeared the stent had deployed 3cm outside of the contralateral gate of the trunk-ipsilateral leg endoprosthesis, the stent was pushed proximally, above the flow divider. An attempt was made to pull the stent back, but it would not move back. The plc271200 was then further deployed. The final angiographic run showed the plc271200 endoprosthesis to be approximately 7-8mm above the flow divider. Since there was sufficient flow to the ipsilateral leg of the trunk, it was decided to leave it as it was and later check by CT for position. A CT was performed which showed the plc271200 to be 8mm above the flow divider and the proximal part of the endoprosthesis was flared out causing the lumen of the ipsilateral leg to decrease to 4mm at its smallest point. A reintervention took place whereby a bare metal stent was placed in the ipsilateral leg of the trunk-ipsilateral leg endoprosthesis at the same level as the plc271200. The patient tolerated the procedure.